Event description:
It was reported that there were 20 occurrences of blood leaking when needle is inserted into the extraction tube with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: when the needle is inserted into the extraction tube, the np sleeve of the needle is retracted, which means that the needle was unprotected with the consequent leakage of blood and risk for the professional. Do not use holder.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 20 occurrences of blood leaking when needle is inserted into the extraction tube with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: when the needle is inserted into the extraction tube, the np sleeve of the needle is retracted, which means that the needle was unprotected with the consequent leakage of blood and risk for the professional. Do not use holder.